Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml capacity intravia container leaked when the nurse was trying to pull the tubing spike out of the bag. This was observed during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, four photographs of the sample were provided for evaluation. Visual inspection was performed on the samples and a spike with broken bag membrane was observed. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.